Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the audible alert for lia was turned off.

Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016. 407652, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high rate non-sustained episodes, an increased sensing integrity counter (sic), and oversensing. It was suspected that the current lead was rubbing up against the previously capped lead. The lead remains in use. No patient complications have been reported as a result of this event.